Event description:
In 2008, the lay user/reporter, the pt's mother, contacted lifescan (lfs) alleging the one touch ultralink meter was giving the error 5 error message. The pt did not report experiencing any symptoms of high or low blood glucose level, or seeking any medical attention. The customer care advocate determined during the call that this was a new, out-of-the-box, meter, and that the pt's testing technique was correct. The reporter did not provide any info regarding the condition of the test strips in use. The pt did not suffer any injury due to the reported meter. The pt reported no symptoms or medical attention. However, as the error 5 error message issue was not resolved, this complaint is being reported.

Manufacturer narrative:
Lifescan has requested the return of the subject products for eval, but has not yet received them. If either the meter or test strips are returned, lifescan will evaluate them.